Event description:
Additional information was received that the patient underwent a 3d echocardiogram where it was determined that their ejection fraction was substantially improved with the lv lead pacing. Subsequently the physician has opted to leave therapy off in the device and there has been no events noted where therapy may have been necessary. The cause of the noise and out of range low shock impedance have not yet been explored. No other intervention is planned at this time.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine device check, noise was seen on the right ventricular (rv) lead. The noise was oversensed and lead to inappropriate anti-tachycardia pacing (atp). However, no inappropriate shocks were given and no pacing inhibition was observed. The patient was brought back in for further testing where the physician attempted a venogram, however the left side was occluded. A non-invasive programmed stimulation (nips) procedure was performed which showed low out of range pacing impedance measurements. They were unable to reproduce the noise during testing, however the following morning noise was once again observed. The physician electively programmed tachycardia therapy to monitor only in the device and programmed the rv sensitivity to leads. The physician is considering a 3d echocardiogram to determine if the patient will continue to need the device based on their ejection fraction. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.